Event description:
A us distributor reported that a patient was experiencing check therapy pad messages, adjust belt messages, and arrhythmia alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, adjust belt messages, arrhythmia alarms) was isolated to an open pulse wire in the cable connecting the distribution node (dn) plug and ECG "b", causing the therapy electrodes to be non-functional. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.